Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that a cartridge did not fit onto the pump. There was no adverse impact to customer's blood glucose. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.